Event description:
A hospital representative reported that a thoracic probe became bent during a spine surgery. It was stated that the probe bent during use as the patient's bone was very hard. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide any patient demographic information. (B)(4) issued. Replacement probe shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds the tip of the probe is severely twisted. Physical damage, deformation, directly caused the event.